Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: evaluation of the driveline from (B)(6) revealed superficial damage to the outer silicone jacket. Evaluation of heartmate ii lvas, serial number (B)(6), confirmed breaches in the insulation of the black, orange, yellow, and green wires which would have contributed to the abnormal pump operation captured within the submitted log files. (B)(6) was returned assembled with the driveline cut approximately 1.5 inches from the pump housing and the remaining portion of driveline was returned. Evidence of a previous driveline repair was present at approximately 21 inches from the controller connector. The external segment of the original driveline was also returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The outflow graft and the outflow graft bend relief were not returned. The outlet elbow was returned detached from the pump. No evidence of developed depositions or thrombus formations were observed throughout the system. The driveline returned with the pump was tested for electrical continuity in the condition that it was received and a short was reproduced on the green wire on the middle internal segment of driveline at certain manipulations. The remaining wires did not reveal any discontinuities or shorts. The layers were removed, and microscopic examination of the underlying wires revealed breaches in the insulation of the black wire approximately 10 inches from the pump housing, the orange wire approximately 10.25 inches from the pump housing, the yellow wire in two locations approximately 10.25 inches from the pump housing, and the green wire in two locations approximately 10.25 inches from the pump housing. All areas of wire insulation damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. The remaining wires on all segments of returned driveline were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors made contact with the metal braided shield, a short-to-shield would have resulted, causing the low speed operation and pump stoppage events while the patient was operating on the power module that were confirmed via the submitted log files. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6)2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file showed abnormal low speed operation alarms on (B)(6) 2021 at ~5:04pm - ~5:05pm and an increase in power during the same time. Speed drops were as low as 2800 rpm. There were two possibilities of what may have occurred. The first possibility was the pump¿s rotor ability to spin was prohibited by some material entering the pump. It was suggested to review the clinical data such as elevated ldh levels, dark colored urine, decreased lv unloading, increased heart failure symptoms, or cannula/pump malposition that could support the presence of possible thrombus. The second possibility was a possible ¿short to shield¿ condition within the patient¿s driveline. If related to a ¿short to shield¿ driveline issue, this type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. It was recommended to keep the vad connected to battery power or an ungrounded patient cable until further investigation was completed. X-rays were done and were unremarkable. The log did not display any low speed advisories and/or pumps stops while solely tethered on batteries. The patient was put on an orange cable on (B)(6) 2021. The log did not capture any unusual events while using the non-grounded patient cable. Tech services performed a driveline repair on (B)(6) 2021. The splice was approximately 3 inches from the exit site. The patient did not have any additional alarms since the perc lead repair. Driveline analysis did not find any damage on the perc lead. The vad team made the decision to have the patient undergo a pump exchange. The patient underwent a pump exchange on (B)(6) 2021.